Event description:
Procedure type: nephrectomy. According to the reporter: during the procudure, the device became dull and did not cut well. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue damage or tissue loss as a result of this problem. Nothing fell into the pt's cavity. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).